Event description:
An hcp reported a customer consistently received the message "hi" (glucose greater than 500mg/dl) when scanning the adc freestyle libre sensor compared to a reading obtained on a competitor brand meter. On (B)(6) 2019 the customer was unable to walk or speak and was treated in a clinic by both hcp and non-hcp for a laboratory blood glucose result of 35mg/dl with an unspecified "drip" for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for all freestyle libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint. An internal investigation of the fs libre sensor was conducted and it was determined that the process continues to remain in control per requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was conducted for libre sensor. The investigation concluded that there were not any new non-conformance identified with the product, as the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. During the relevant review period of one year prior to case awareness date there were no trips. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product is not expected back as the sensor was disposed of. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported a customer consistently received the message "hi" (glucose greater than 500mg/dl) when scanning the adc freestyle libre sensor compared to a reading obtained on a competitor brand meter. On (B)(6) 2019, the customer was unable to walk or speak and was treated in a clinic by both hcp and non-hcp for a laboratory blood glucose result of 35mg/dl with an unspecified "drip" for hypoglycemia. There was no report of death or permanent injury associated with this event.